Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion had in-stent restenosis of a non-bsc stent and was located in the right coronary artery (rca). The lesion was predilated with a 3.0x15mm non-bsc balloon. Next, a non-bsc stent was successfully implanted in the rca. Then a 4.0x24mm taxus liberte stent delivery system (sds) was advanced and the stent got stuck on the restenosed stent. The stents could not be separated. When removing the sds, the taxus liberte stent dislodged from the delivery device in the proximal rca. A 4.0x32mm taxus liberte sds was advanced next to the non-bsc stent and the stent was deployed, crushing the dislodged stent to the vessel wall. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device cannot be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4).